Manufacturer narrative:
No devices were received for evaluation as the cellfina disposable kits used during treatment were discarded by the practice. The practice did not document the serial/lot numbers of the devices used during treatment; therefore, this information was not provided. As no actual devices were available for evaluation and no serial/lot numbers were provided, a device investigation could not be performed and the root cause of the issue is unknown. A review of the cellfina patient complaint trending for the reported conditions of "skin surface depression/dimple" and "scar(major)/keloid" revealed neither reported issue has occurred at a great enough frequency to create a trend and will continue to be monitored. The patient complaint investigation determined it is unknown if an ulthera device caused or contributed to the event; however, the patient issues have been determined to be potentially permanent. No additional information is available at this time. Should additional information become available, a supplemental medwatch will be filed.

Event description:
A patient emailed ulthera on 31-may-2019 and alleged "major scarring and dimples" following cellfina treatment in 2016. The patient also stated "I have seen (the physician) numerous times over the last couple of years about the damage was done. I have spent over (B)(6) on fraxel, micro-needling, lasers, and endermerogie to get rid of scars and dimples." The practice was contacted by ulthera, and the treatment provider stated that the patient underwent 111 releases during treatment [right buttock (8), left buttock (9), right posterior thigh (18), left posterior thigh (14), right anterior thigh (30), left anterior thigh (32)]. The treatment provider continued that to the best of his recollection two separate cellfina disposable kits were used to completed the procedure. Additionally, 6mm rectangular releases were primarily used; however, some 10mm releases were performed on sites adjacent to the 6mm depth sites. Following treatment, the practice stated that the patient underwent a brazilian butt lift (bbl)(laser) treatment on (B)(6) 2016 to treat early bruising. Bbl was performed again on (B)(6) 2016 and (B)(6) 2017 to treat scarring and followed by a fraxel treatment on (B)(6) 2017 also at the practice. The patient currently has residual scarring of the anterior thighs for which she has received profound rf and other surgical treatment of the dimpling at other facilities in (B)(6) 2019. The patient is in the early post-treatment period; therefore, the results of these corrective treatments are not yet known. No additional information is available at this time.